Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection to the force sensor but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The pt received emergency room treatment for elevated blood glucose levels.